Event description:
The clinician reports the implant was inserted on (B)(6)2023-05-24 in ada 19. (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.